Manufacturer narrative:
(B)(6). The actual device was available for evaluation. The visual inspection of the device showed that the red access line had a missing plug and there were blood residues in some parts of the set. The reported condition was verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during treatment with a gambro cartridge set, an external blood leakage was observed from the arterial injection port. The amount of blood loss was not provided. There was no patient injury or medical intervention associated with this event. No additional information is available.